Event description:
It was reported that during onyx injection, onyx was observed exit proximally to the catheter tip and embolized the vessel. The catheter was removed and found ruptured at approx 1.5cm from the distal tip. No pt injury reported. Same event as MDR# 2029214-2009-00317.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 4.3 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture.